Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The dose area product (dap) was replaced. The system was tested and operates as intended.

Event description:
The customer reported that there were sparks coming from the 7900 system. No pt injury was reported.